Event description:
On an unreported date, the patient began treatment with extraneal viaflex and nutrineal pd4 unknown bag intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced cloudy dialysate and received unspecified antibiotic therapy (dose, frequency and route not reported). On an unreported date, the unspecified antibiotic was discontinued. Nutrineal pd4 unknown bag was discontinued and replaced with physioneal, unspecified product 1.36% on an unreported date. Extraneal viaflex continued at the same dose after careful consideration. An outcome for the event of cloudy dialysate was not reported. The physician did not provide a statement of causality for the event of cloudy dialysate.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.